Event description:
Per the surgeon, the patient experienced a magnet dislodgement during an MRI (specific date not reported). Surgery to replace the magnet has been completed (date not reported). The implanted device remains.